Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. This device was previously returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(6) which confirmed that this device was involved in a servicing failure which correlates to the customer reported issue. The track wise complaint history review was completed and it was confirmed that multiple complaints were received with similar sn (B)(6). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. The customer stated that there was no patient involvement.

Event description:
(B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. This device was previously returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed that this device was involved in a servicing failure which correlates to the customer reported issue. The track wise complaint history review was completed and it was confirmed that multiple complaints were received with similar sn (B)(4). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Wont pass planned maintenance. Front casing broken. (B)(4). Recalls: none required.repair: customer: "broken/damaged": confirmed. Also, notes indicate "won't pass. Planned maintenance (front caseing broken). See detailed listing below. Front case: broken: bel tdh 4x. Cracked: rt fr bez, btm rt fr bez, btm. Ctr, top lt dome: replaced front case. Top disc holder cracked (btm rt).**unit internals exposed to outside 3x. Heavy damage.** replaced top disc holder. Keypad is incidental repair part. Rear case: broken: btm rt fr cnr; cracks: btm rt mid, base lt fr, lt fr .edg, rt fr edg: replaced rear case. Barrel clamp: cracked: replaced barrel clamp, seal, & bushing. Tube drive: bent (rt); difficult to move up/down; also: unit failed. Plunger force accy (at 10.5lb 1x). Replaced drive tube, sleeve and gripper-retainer seal. Iui's: oxidized contacts: replaced both iui's. Incidental repair parts: 2 feet, 2 labels, 1 mylar gasket, 1 sensor flag. Leaf spring, 1 keypad assy. Maintenance actions:calibration completed. P/m completed. Unit arrived with v9.15.1.2 installed. No update required. Tamper seal: intact. (B)(4).